Event description:
The customer contact reported the pump delivered more IV fluid than intended. The pump was returned to the biomedical engineering department with an unsigned note that stated, "please check rate, mechanism infused faster than it is set for. Fluid leaked on floor". No tracking information was provided, therefore, specific patient information, pump programming or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.